Manufacturer narrative:
At this point in time, not much is known. Mitek is in the information gathering mode. When all of the information that can be had is had and whatever analysis can come from it, the conclusion will be reflected in a follow up report.

Event description:
Our affiliate is reporting that a patient had a knee repair in 2006, left knee with the use of 2 rigidfix cross pin sets. Seven months post op to a knee repair, the patient developed some eczema on their body and dishydrose (dryness?) Attacks on their hands & feet. The following month, the patient was hospitalized for 1 week for treatment. The patient was treated topically (?), however, the allergic reaction persist to this day. The patient has no medical history of allergic reactions or allergies in general.